Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation ws unable to reproduce the reported symptom of the pump shuts down by itself when slide clamp is inserted. The unit was able to recognize a loaded slide clamp as expected. Multiple improper shutdown messages were found in the history log. The improper shutdown messages occurred after set loading likely resulting in the customer's reported symptom. The unit was tested with passing results. Evaluation could not identify any loose connections that would interrupt power. Improper shutdown messages occurred while on dc power and they may have been caused by a failed battery that was not received with the unit at evaluation.

Event description:
It was reported that a pump shuts down by itself when a slide clamp is inserted. It was also reported there was no patient involvement.